Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). D: primary UDI number - additional. H2: additional information.

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).